Event description:
The customer reported an uncontained fluid leak of approximately less than ten (10) ml from the probe of the coulter lh 500 hematology analyzer during backwash in the secondary mode. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves, eye protection and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the wash collar was not extending completely to the end of the probe. The fse cleaned the wash collar air cylinder to allow it to extend completely and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).